Event description:
Customer reports one incident of a blood leak on reuse #4 during treatment. Noted by a blood leak alarm and visible blood in the dialysate. Estimated blood loss was 250cc's. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.